Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-96700.

Event description:
It was reported that the insulin pump was not delivering insulin and the customer got no delivery alarms after changing the site three times. Troubleshooting was performed, and the insulin did exit during the prime test. During the call, the caller mentioned that the paramedics were called and treated the customer's low blood glucose with glucagon tablets. It was stated that the customer was not wearing the insulin pump and had treated with manual injections the night before. No further information was provided.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, basic occlusion, excessive no delivery alarm test. No excessive no delivery alarms noted.